Event description:
The pt was intubated, the pt was being bagged with a carefusion disposable ambubag. The respiratory therapist was unable to ventilate the pt. It was discovered that the ambubag separated at the connection of the inflation bulb causing an air leak which prevented proper ventilation.